Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user joystick was replaced during the service call.

Event description:
The customer reported that the 9900 system control level was stuck. No pt injury was reported.